Event description:
It was reported that case was broken.

Manufacturer narrative:
Unit received with cracked case, lcd glass and battery tube threads. Unit received with broken reservoir tube lip. Unit received with corroded battery tube. Unit received missing display window. Unit received with detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.